Event description:
Patient was revised to address pain and elevated cobalt chrome levels.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed

Manufacturer narrative:
This is a duplicate report of 1818910-2012-18060. This report, 1818910-2012-87441, will be rejected. 1818910-2012-18060 will be kept for investigation purposes.